Manufacturer narrative:
Additional information : the device was received contaminated with chemotherapy. A visual inspection was performed to the returned sample using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not clearly observed via the returned sample and due to the nature of the retuned sample no additional testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a hole "in the middle of the tubing" was observed in a solution set; which subsequently leaked. The leak was further described as "approximately 200ml of blood". This was identified during infusion of levophed via the patient's central line. There was no patient injury or medical intervention associated with this event. No additional information is available.